Manufacturer narrative:
On (B)(6)2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and before the operation, the device was found damaged. The dilator hub was detached. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 8-apr-2024, the product investigation was completed. It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and before the operation, the device was found damaged. The dilator hub was detached. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual analysis was performed, and the dilator hub was observed detached from the tube. For this condition, a manufacturing meeting was performed, and it was concluded that this issue is not related to the manufacturing process since the dilator shaft outer diameter (od) was found within specification. A device history record evaluation was performed for the finished device 00002282 number, and no internal action related to the complaint was found during the review. The dilator hub detachment reported by the customer was confirmed. The potential cause of the detachment could be related to the manipulation of the device before procedure however, this cannot be conclusively determined. The instruction for use (IFU) contain the following warning and precautions: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Do not remove dilator or catheter rapidly. Slowly remove or insert the dilator or other devices. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).